Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not available for review. The revision was due to loosening of the tibial implant. The surgeon indicated this loosening was caused by slight avascular necrosis in the tibial plateau. Without pre-operative xrays for review, the cause of avn is inconclusive. There is no evidence indicating a failure of the implant or the system.

Event description:
Revision.